Event description:
Pt was referred for transvenous ICD revision after patch lead was found fractured during routine radiologic study. Pt was prepped and draped in the usual fashion and the device was explanted without difficulty. The patch lead was completely fractured and the distal portion was removed without difficulty. Revised device was tested without complications or problems.